Event description:
It was reported when using the pyxis medstation es system, a remote manager that's fallen off the fridge and made it tough to open and close the fridge door. The customer reported that the malfunction resulted delay in the administration of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hasp and housing was loose. The field service engineer reattached the hasp and housing to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.